Manufacturer narrative:
The pump not been returned, it was requested to be return for further investigation. A follow up MDR will be submitted in the event the pump involved or additional information becomes available.

Event description:
On 06/03/2024, intuvie received a report from the customer reporting a zyno pump had malfunctioned and was given "system error" giving grinding sound and wasn't dripping. No patient injury/harm reported.